Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's therapy was ineffective and that their right sided tremors had resurfaced. As a result, the physician implanted a second system. Surgical intervention addressed the issue.